Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Customer's blood glucose level was 96 mg/dl. Reportedly, customer successfully loaded a new cartridge to resolve the issue and resume insulin therapy.